Event description:
Boston scientific received information that the non-bsc left ventricular (lv) lead displayed increasing pacing impedance measurements, ultimately reaching greater than 2,000 ohms. Pacing threshold measurements had decreased from 2.6v to 1.1v. The patient's health care professional (hcp) was electing to continue to monitor. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.